Event description:
It was reported that patient presented for scheduled lead replacement procedure. Prior to procedure, it was noted that right ventricular (rv) lead exhibited failure to capture and high pacing impedance. The lead was capped on (B)(6) 2026 and replaced with new lead. Patient condition was stable.